Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was slightly damaged and pump battery was difficult to charge possibly due to the damage. There was no reported adverse effect to the customer. Customer declined to troubleshoot the issues with tandem technical support.